Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing noted during a routine follow up. There was a difficulty in removal of the lead during the explant procedure. The lead was partially extracted with approximately 2 cm of the lead tip remaining in the fibrous capsule superior to clavicle of the patient and the remainder of the lead was discarded by the physician as the lead got mangled during the extraction process. This lead was explanted and a new ra lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was analyzed. Visual inspection of the lead noted the lead tip had become separated. The electrode tip had been pulled out of the distal end of the lead body. Previous investigations have shown that this type of damage can occur due to the removal of a lead through tight venous anatomy and/or the use of a pull-force exceeding 1.1 pounds. Boston scientific has completed detailed testing to identify the most significant design aspects related to the strength of the fineline ii distal tip bond. Results from this testing were used to redesign and improve the bond strength, and a corrective action has been approved and implemented.